Manufacturer narrative:
Explant surgery is scheduled for a future date. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture of the device. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell and others. A microscopic analysis was performed which identified: broken sharp on the posterior and two striated openings on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening. Two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported left side rupture of the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.